Event description:
During a typical anterior cervical discectomy and fusion surgery, the cervical 2 level plate's top left side locking mechanism popped off and fell into the surgery area. All broken fragments were removed using a pair of bayonetted pickups. The surgeon removed plate and replace with a new plate. A surgical delay of 30 min was reported. No adverse consequences to the patient were reported. The surgery was completed successfully.

Manufacturer narrative:
Methods: the returned device was confirmed visually to have the spring bar unattached from the plate. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Results: the customer reported event was confirmed via visual inspection. Conclusion: the root cause of the spring bar fracture is undetermined. Potential root causes include: user tilts guide off axis affecting screw path, over-angulation of screwdriver which leads to unintended cantilever force, guide not properly attached to plate, and/or guide/awl limits visibility. The IFU state, "do not apply cantilever loads while the drill is engaged in the bone. Do not squeeze trigger until after drill guide is fully inserted into screw hole. The trigger must be fully depressed prior to and during drilling to ensure that the fixed angle trajectory and the desired depth are achieved. The trigger must be released prior to removing the fixed drill guide from the plate to avoid potential damage to the plate or spring bar. Use of either the fixed drill guide or the fixed punch awl sleeve is required if fixed screws are desired. If fixed angle screws are not inserted at the correct trajectory, damage to the plate or bone screw could occur. Do not cantilever the guide during removal from plate as it can damage locking mechanism."

Event description:
During a typical anterior cervical discectomy and fusion surgery, the cervical 2 level plate's top left side locking mechanism popped off and fell into the surgery area. All broken fragments were removed using a pair of bayonetted pickups. The surgeon removed plate and replace with a new plate. A surgical delay of 30 min was reported. No adverse consequences to the patient were reported. The surgery was completed successfully.